Manufacturer narrative:
The device was in use for treatment. The atrial lead was capped (taken out of service) and will not be returned for analysis. As a result, the allegation against this lead cannot be confirmed. No adverse event for the patient was reported. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated. The event will be re-evaluated if additional information becomes available.

Event description:
The customer reported that noise and increased threshold were noted on the atrial lead at routine follow-up. The atrial lead was capped (taken out of service ) and replaced. There were no adverse patient events reported. The lead was actively implanted for approximately 15 years, 6 months.